Manufacturer narrative:
(B)(4). The reported inability to insert the atrial lead could not be confirmed in the laboratory. The device was tested on the bench and test leads were inserted and secured successfully. The cause of the field event could not be determined.

Event description:
It was reported that during the implant procedure, the atrial lead could be inserted into the atrial port of the device. Another lead was tested but was unsuccessful. The device was replaced.